Manufacturer narrative:
This report is submitted on march 6, 2024.

Event description:
Per the clinic, the device was explanted on february 6, 2024 due to pain at the implant site after an MRI.the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 04, 2024.